Event description:
It was reported that caller experienced cgm error and contacted support regarding g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, error did not recur, and customer was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.